Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her declining heart condition is due to uncontrolled diabetes, and she has since had a pacemaker implanted. No additional information was provided.